Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and installed onto a patient side cart (psc) fixture test platform (pftp) where all testing passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that the right-hand controller on the surgeon side console (ssc) went limp. The initial troubleshooting involved a remote review of system logs, which confirmed an error related to the right-hand controller and a power supply voltage found to be out of range. The user disabled the affected arm and continued the case using the remaining controller. The procedure was completing as planned with no reported injury.